Event description:
The patient was implanted with his scs system consisting of 2 percutaneous leads on (B)(6) 2003. It was reported that during a procedure to replace the ipg (normal battery depletion), intraoperative lead impedance testing showed that all contacts on both leads were invalid. Both leads were replaced. The explanted leads were returned to ans for analysis. The lot number of the returned leads was not documented. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Results: as received both leads have been severely kinked. Lead "a" has one wire broken at the kink and lead "b" has all wires broken at the kink. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.